Event description:
It was reported that the patient presented after receiving inappropriate therapies. It was determined that the patient alert was triggered for the right ventricular (rv) lead due to high impedance, non-sustained tachycardia episodes, and a high level of short interval counts (sic) resulting from a possible lead fracture. The rv lead was capped and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead impedance out of range alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. The analyst noted that beginning (B)(6)2014, the sensing integrity counts up to 1559 with high rate non-sustained tachycardia (nst) episodes with evidence of lead noise oversensing and inappropriate shock. On (B)(6) 2014, the rv bipolar lead impedance measured 16383 ohms. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.